Manufacturer narrative:
This report is being submitted to report corrected information. The correction is that the device associated with this report is not a medical device. This event no longer meets reportability requirements. No further medwatch report will be submitted for this event. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the surgical guide shattered during the placement of #19. Surgical guide shattered during placement which shattered the buccal wall of bone.

Manufacturer narrative:
Zimvie complaint (B)(4). D10: dental implant, imp,tsv,mcol mg,4.1mm,10mm,mtx, lot number unknown.